Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. Customer also reported experiencing stomach discomfort when blood glucose gets low, and she eats candy bars for symptoms relieve. There was no report of death or serious injury.